Event description:
The customer was hospitalized for low bgs. It was reported that the customer gave themself a bolus after dinner at 6:30pm. A couple hours later customer was found unconscious by a family member. When last set change occurred the customer was disconnected during rewind and prime. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. However, the date was off, assisted customer to reset the date. The customer continued to remain on pump during whole time of hospitalization. The customer's bgs were high at time of call and md had lowered the basal rates. Advised customer to contact md as they stated that they are having chest pains.